Manufacturer narrative:
B3: the event occurred on an unreported date from sep to oct 2023. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in septic technique was further described as carelessness in daily operations and the batting on the clothes entered the abdominal cavity through the external short tube. On an unreported date, the patient was treated with unspecified medication for the event. Pd therapy was continued during treatment. The patient hospitalization, patient outcome and patient retraining on the proper aseptic technique were not reported. The reporter declined to provide additional information.